Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a break in the hypotube, 425 mm distal to the strain relief. Multiple kinks were also noted along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No issues were noted with the hypotube that may have contributed to the complaint incident. The balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. Also, no issues were identified with the balloon. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11jul2017. It was reported that balloon could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. During the procedure, it was noted that balloon was unable to cross the lesion. The procedure was completed with a different device. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that the hypotube was broken.